Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of two bipolar yaw pulleys at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. A review of the information associated with this event has been performed by the failure analysis engineer on 09/17/2025. The following additional information was provided: looks like the bipolar yaw pulley is scratched, doesn¿t look like any potential fragments.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a crack found in the insulating ceramic at the root of the jaw. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: during the surgery, the nurse found that the blood stains on the damaged area were difficult to wipe clean. After cleaning and disinfection post-surgery, it was confirmed that there was a crack in the insulating ceramic. Since this issue was not detected during the previous surgery or after its cleaning and disinfection, it is inferred that the problem occurred during the surgery on august 27. Before and after the crack was discovered during the surgery, the use of the device and energy activation were not affected. Therefore, the device was used to complete the surgery, and no fragments were observed to fall off.